Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that batch of 16f foley catheters failed when used by clinical staff. Per additional information received via email on 21feb2024, stated that the nurse placed foley catheter (smooth insertion, no resistance, plus urine return). When nurse attempted to inflate balloon, resistant met and stopped immediately. Nurse attempted to troubleshoot no kinks in foley, syringe appropriately filled and was still unable to inflate balloon (lot#nghy0268). Nurse attempted to remove the patient foley catheter and catheter would not come out (lot#nghy0268). Nurse immediately stopped, notified attending physician and paged urology. Per urology, nurse to cut foley right above "y" site so that any fluid in balloon would come out. Nurse cut foley, fluid came out and catheter was successfully and smoothly removed. Nurse was going to attempt second foley catheter placement. Nurse checked balloon before inserting new foley catheter into patient. The balloon was inflated but would not deflate (lot#nghy0395). This second defective catheter was not inserted into the patient. Nurse retrieved foley catheter of new lot number. After checking the balloon worked. Nurse was successfully placed foley catheter. The lot numbers involved were nghy0268 (B)(4) units) and nghy0395 (B)(4) units).

Event description:
It was reported that batch of 16f foley catheters failed when used by clinical staff. Per additional information received via email on 21feb2024, stated that the nurse placed foley catheter (smooth insertion, no resistance, plus urine return). When nurse attempted to inflate balloon, resistant met and stopped immediately. Nurse attempted to troubleshoot no kinks in foley, syringe appropriately filled and was still unable to inflate balloon (lot#: nghy0268). Nurse attempted to remove the patient foley catheter and catheter would not come out (lot#: nghy0268). Nurse immediately stopped, notified attending physician and paged urology. Per urology, nurse to cut foley right above "y" site so that any fluid in balloon would come out. Nurse cut foley, fluid came out and catheter was successfully and smoothly removed. Nurse was going to attempt second foley catheter placement. Nurse checked balloon before inserting new foley catheter into patient. The balloon was inflated but would not deflate (lot#: nghy0395). This second defective catheter was not inserted into the patient. Nurse retrieved foley catheter of new lot number. After checking the balloon worked. Nurse was successfully placed foley catheter. The lot numbers involved were nghy0268 (B)(4) units) and nghy0395 (B)(4)units).

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction, need for accurate urine output measurements, use for selected surgical procedures, to assist in healing of open sacral or perineal wounds, patient requires prolonged immobilization, to improve comfort for end of life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion, insert urinary catheters using aseptic technique and sterile equipment, use the smallest foley catheter possible, consistent with good drainage, document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.